Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, corrosion was found at the keypad traces. Insulin pump received with cracked case at the display window corners, cracked lcd window, broken belt clip slot, missing end cap sticker, cracked case at the reservoir tube window corners, and cracked reservoir tube lip.the test p-cap/reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's all buttons were blocked and it did not function anymore. Customer stated insulin pump vibrated and made sounds, after putting in new battery it did not work. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.